Manufacturer narrative:
H.6. Investigation: the customer sent a sample for investigation by our quality team. There was clear evidence that a separation had occurred at the bottom of the silicone tubing section that is inserted in the pump. The tubing was further analyzed under microscope and there was an indentation from the retaining ring that was on tubing. The retaining ring was no longer present, which is often a result of it breaking off during loaded. The root cause seems to be a break during loading which is often due to improper loading technique. The dimensions of the tubing was measured with calipers and the measurements were consistent with manufacturer's specifications. If this failure becomes a recurring issue, contact customer advocacy for further training information. A device history record review for model 2426-0007 lot number 21029004 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21029004 regarding item #2426-0007. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: IV emend infusing and shortly after alaris alarmed and rn found the tubing to be completing disconnected and appeared to be broke at the part that attached to the pump segment/safety clamp. Rn immediately stopped the infusion, disconnected open line from patient-- no harm noted to patient. Rn had to request another dose from pharmacy as it was a weight based dose and so minor delay in administration. Item was alaris pump infusion set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: IV emend infusing and shortly after alaris alarmed and rn found the tubing to be completing disconnected and appeared to be broke at the part that attached to the pump segment/safety clamp. Rn immediately stopped the infusion, disconnected open line from patient-- no harm noted to patient. Rn had to request another dose from pharmacy as it was a weight based dose and so minor delay in administration. Item was alaris pump infusion set.